Event description:
It was reported that the customer did not deliver enough insulin by incorrectly entering bolus values into calculator. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave a bolus to address bg.